Manufacturer narrative:
The investigation could not reproduce the customer's ft3 results. It was determined that an idiotype interference is likely but there was not enough sample volume left to complete the investigation. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys tsh ver.2 assay results from 2 patients on two cobas e 801 modules, a cobas e411 module, and an abbott architect. Refer to the attachment to the medwatch for all patient data. Both patient samples were suspected of having an interfering factor. It is not known if any questionable results were reported outside of the laboratory. The rdkk lab's e411 tsh ver.2 reagent lot is 581577 and the expiration date is 31-jan-2023. The rdkk lab's e801 tsh ver.2 reagent lot is 571765 and the expiration date is 31-jan-2023. The customer's analyzer serial number was requested but not provided. The rdkk lab's e411 analyzer is sn (B)(4) and their e801 analyzer is sn (B)(4). This medwatch will cover elecsys tsh ver.2. Refer to medwatch (B)(6) for information on the ft3 iii ver.2 results.